Manufacturer narrative:
Upon evaluation of the device, the field technician was unable to duplicate the alleged event and did not find any defects with the device. The issue was resolved for the customer by retraining on how to properly unload the device.

Event description:
It was alleged that the safety bar had missed the safety hook resulting in a cot drop event. It was further reported that there was a patient involved however no injuries and no delay in the procedure was reported.